Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pole clamp broke while attached to the pole causing the device to fall from the pole. There was no injury to the patient however the device landed on the nurses foot resulting in an unspecified "foot injury". Per reporter, at this time no further information is available.

Event description:
It was reported that the pole clamp broke while attached to the pole causing the device to fall from the pole. There was no injury to the patient however the device landed on the nurses foot resulting in an unspecified "foot injury". Per reporter, at this time no further information is available.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.